Event description:
Event description guidant received information that this atrial lead fractured, was surgically abandoned, and was replaced with another lead. The patient developed an infection after the revision procedure and the entire pacing system was explanted and replaced with a competitor's system. The physician was contacted and questioned on the the devices and asked about reimbursement for the replacement procedure.